Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her lfs meter (unknown brand) read inaccurately high compared to her feelings and/or normal readings and compared to another meter (hospital meter). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording and based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged inaccuracy issues began at an unspecified date and time 6-7 years prior to contacting lfs. During the initial call, the patient reported obtaining blood glucose readings in the ¿300s mg/dl¿ range with the subject meter and readings of ¿90-92 mg/dl¿ on the other device. At the time of the alleged issues, the patient claimed she did not take any medication to manage her diabetes. During the initial call, the patient reported that on one occasion 6-7 years ago at the time of the alleged issues, she attended the doctor¿s office where she received a shot of insulin in response to an alleged inaccurate high result obtained with the subject meter. The patient reported attending the hospital immediately afterwards where she reported developing symptom of feeling ¿fatigued¿; symptom she associated with a low blood glucose excursion. During the follow-up call, the patient claimed she was treated with orange juice in response to her symptom. The patient claimed a blood glucose test was performed on the hospital meter at the onset of her symptom and a result of ¿60 mg/dl¿ was obtained. The patient also stated that a blood glucose reading was taken on a doctor's device at the time of the alleged issues, however the result is unknown. During the follow-up call, the patient attributed the onset of her symptom to the subject meter reading inaccurate. At the time of troubleshooting, the csr noted the alleged issues remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a low blood glucose excursion after being administered a dose of insulin based on alleged an inaccurate high result obtained with the subject meter.